Event description:
User facility reported that the needle did not fully engage into the safety device once enclosed into the sheath. Two exposure were reported with the needle slightly exposed. No needlestick, pt, or clinician injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.